Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had many failed battery test and alarms. The customer's blood glucose level was above 200 mg/dl. Customer stated he was admitted to the hospital on (B)(6) 2015 due to diabetes ketoacidosis. Also customer mentioned they had been off the insulin pump when admitted to the hospital, but did not provided anymore further details. Troubleshooting was performed and the insulin pump will need to be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not fully plugged in to the interface board. No battery alarms could be verified due to the blank display. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.